Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the expiratory channel printed circuit board (pcb), pneumatic back-plane (pcb), pull magnet, pressure transducer (pcb) and the monitoring (pcb) was replaced which solved the issue. The issue was confirmed in the provided log files and the replaced parts has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).